Event description:
Additional information received reported the patient had a non-rechargeable ins that was at end of service (eos). It was noted the patient¿s healthcare professional (hcp) stated the ins would last about 5 years and the ins lasted that long. The reporter stated they advised the patient to contact their hcp to have the ins replaced. Refer to manufacturer report 3007566237-2013-02987.

Event description:
It was reported it was suspected the patient¿s implant had been turned off. The patient was travelling via air travel and noticed a return of pain once he landed. The patient was in the emergency room. They had tried a magnet with no luck turning the implant back on. If they were unable to get the device back on they had no choice but to offer the patient heavy pain medication. It was noted the patient had the implant for 4 years to control right arm pain and he no pain medication for all four years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7433, serial# (B)(4), product type programmer, patient; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3587a, lot# l34754, implanted: (B)(6) 1995, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).